Manufacturer narrative:
Advanced sterilization products (asp) received additional information from the customer stating the load involved with the h2o2 monitor failure error was reprocessed. As a result, this complaint is deemed not reportable for unknown load status.

Manufacturer narrative:
Load not recalled. A field service engineer was dispatched to the customer site. The vacuum pump flush kit, filter cartridge, h2o2 monitor assembly, gear motor, and converter were replaced. The unit meets specification.

Event description:
A customer reported a h2o2 monitor failure error with their sterrad 100nx and it is unknown if the load was reprocessed prior to being released for use on a patient(s). Although no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined that this situation presents a potential risk of infection. Asp recognizes that in many cases it would be difficult to trace infection back to the sterilization. As a matter of policy, asp has therefore decided to report cases of cancelled cycles if the complainant does not confirm that the load was reprocessed prior to use on a patient.